Event description:
The reporter stated the surgeon inserted a 19.0 diopter cq2015 collamer three-piece lens but the back haptic tore off. The incision was enlarged to remove the lens. The reporter stated the cause of the torn haptic was due to the injector plunger. Another same type lens was implanted.